Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: please confirm the number of procedures affected. Unknown. Please confirm the number of devices affected per procedure. Unknown. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). (B)(6). Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Shipped last week. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, it was reported by the sales rep that over the last few weeks during an unknown number of procedures, the needles are popping off too easily and that there is too much memory in the suture line. With the weak needles they'll go to tug the suture out of the package and there is breakage. Sterile samples will be returned. There were no adverse consequences reported. Additional information was requested.